Event description:
Reporter alleged blood glucose measured 565 mg/dl back to back with a result of 25 mg/dl, when testing was performed within 5 minutes of each other. It was stated customer was treated with dextrose 50 based on the 25 mg/dl result five minutes later. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.